Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set tubing detached from hub for less than a day, which caused the patient's blood glucose to 203 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.